Manufacturer narrative:
(B)(4). Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallstent biliary stent was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician began deploying a wallstent biliary stent. The physician wanted to reposition the stent but the stent could not be reconstrained. The wallstent biliary stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A wallstent biliary delivery system was returned for analysis, no stent was returned. Visual examination of the returned device found the stent fully deployed and the inner shaft was pulled into the outer sheath. In addition, the catheter distal to the metal shaft was kinked. No other issues were identified during the product analysis. The noted damages to the returned device were consistent with excessive force being applied during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallstent biliary stent was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician began deploying a wallstent biliary stent. The physician wanted to reposition the stent but the stent could not be reconstrained. The wallstent biliary stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.